Event description:
The customer complained that the valve wasn't any longer adjustable. The valve was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected a white substance could be seen inside the valve casing, meaning that the cam position was not visible. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. -therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. With water inside the valve the white substance went clear and the cam could be see, the cam position was noted at 30mmh2o. The valve was dried. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was reflux tested, the valve passed the test. The valve was pressure tested at 30mmh2o, passed 44mmh2o. The valve was leak tested, no leak was noted. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the casing, spring, spring pillar, ruby ball, seat of ball, cam mechanism, cam mechanism pillar, and base plate. The cam magnets were also controlled. The magnets were ok. The lot history record of valve product code 82-3148, with lot clfbr7 was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 6th may 2010. The root cause of the problem reported by the customer is due to biological debris found on the casing, spring, spring pillar, ruby ball, seat of ball, cam mechanism, cam mechanism pillar, and base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.